Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 160 mg/dl. The customer stated that the pump delivered an extra ten units of insulin to match bolus. The customer was assisted with trouble shooting and found that the customer accidently programmed and extra eleven units on top of the twenty four units that was supposed to be delivered. The customer stated that they will call pack to further troubles hoot the insulin pump. No further info was provided.